Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. The explanted devices were not returned to bsn as these were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptoms were redness and drainage. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was prescribed antibiotics. The physician did not suspect device malfunction.